Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a guidezilla guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar, the distal shaft was damaged for 5 mm and was located 5 mm from the collar. Inspection of the remainder of the device found no other damage or irregularities. The damage to the guidezilla could have contributed to the difficulty with crossing (advancing to) the lesion. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12598. It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After a 7fr non-bsc guiding catheter was inserted into the left main artery and a non-bsc 0.014" guide wire was passed through the lad and left circumflex (lcx) artery, pre-dilatation was performed with a 2.5mm balloon at 6 atmospheres with 60% residual stenosis. A 3.00 x 16 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion and a dissection occurred. A guidezilla¿ guide extension catheter was advanced to support and pass the stent; however, the guidezilla¿ also failed to cross and was broken. The synergy¿ stent was removed. The non-bsc guide wire broke and a new 0.014" guide wire was advanced pass the lcx. A 3.0 x 15mm non-bsc stent was then deployed at 8 atmospheres and the dissection did not proceed any further. After 30 minutes, follow-up coronary angiography was performed and since there was no change in the blood flow, the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12598. It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After a 7fr non-bsc guiding catheter was inserted into the left main artery and a non-bsc 0.014" guide wire was passed through the lad and left circumflex (lcx) artery, pre-dilatation was performed with a 2.5mm balloon at 6 atmospheres with 60% residual stenosis. A 3.00 x 16 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion and a dissection occurred. A guidezilla¿ guide extension catheter was advanced to support and pass the stent; however, the guidezilla¿ also failed to cross and was broken. The synergy¿ stent was removed. The non-bsc guide wire broke and a new 0.014" guide wire was advanced pass the lcx. A 3.0 x 15mm non-bsc stent was then deployed at 8 atmospheres and the dissection did not proceed any further. After 30 minutes, follow-up coronary angiography was performed and since there was no change in the blood flow, the procedure was completed. No further patient complications were reported and the patient's status was stable.